Event description:
It was reported that the device was used during a diagnostic laparoscopy. It was reported by the rep that the trocar seemed to not want to engage to go through the abdomen as the surgeon tried to insert the trocar. They opened another and it worked fine. There was no consequence to the pt.